Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump rejected new batteries, a past event of insulin flow blocked event, the pump locked up and became unresponsive, and there was damage to the belt clip rails. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-1880, mmt-441ag. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-342. No product return is required for mmt-1880. No product return is required for mmt-441ag.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was successfully downloaded using thump software. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 80.0 received the lowbatteryalert (104) on 11/26/2025 18:57:00 after more than 7 days at 16.71 days. Battery cycle 79.0 received the lowbatteryalert (104) on 11/09/2025 14:43:00 after more than 7 days at 17.42 days. Battery cycle 77.0 received the lowbatteryalert (104) on 10/22/2025 18:35:00 after more than 7 days at 21.01 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant alarms to confirm the reason code. During testing, no relevant alarms were noted to confirm any delivery anomalies. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit also passed self-test, active current measurement test, and sleep current measurement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. No battery anomalies were noted during testing. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was found on motor force sensor flex connector gold traces. Isolate to electronic assembly. The following cosmetic damages were noted: label damage (faded), broken belt clip rails, battery tube threads - cracked, broken battery tube threads, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of insulin flow blocked alarms were not confirmed when no unexpected alarms were noted during testing. Allegations of failed battery test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, allegations of cosmetic damage were confirmed when broken belt clip rails were noted. Additionally, unit was received with original battery cap missing battery contacts. Due to moisture damage found, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.